Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Optical sensor issue: clinical reported intermittent placement signal low alarms. The data logs confirm alarm events and show a gradual trend down in placement signal through support till explant. Further rt log analysis showed intermittent dips in placement signal towards 20mmhg verifying correct trigger of alarms. Motor current values were stable and unaffected. There were no position related alarms. No relevant patient condition or abnormality noted. No volume issues noted. The 5s parameters were within specification with contrast slightly variable. The cause of the issue was not established as no product was returned and limited clinical information was provided. Mechanical interaction with blood: clinical reported hemolysis. The data logs do not show any motor current spikes outside p-level changes. No positioning alarms in the data logs and no reports of improper pump positioning. Logs showed gradual decrease in placement signal through support. The cause of the issue was not established as no product was returned and limited clinical information was provided.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced intermittent placement signal low and suction alarms. Additionally, the patient was septic and had hemolysis. Later, the pump was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.